Manufacturer narrative:
Manufacturer's report date: (B)(6) 2015. Internal file number: (B)(4). The root cause of the customer's experience of an overinfusion of erbitux was not identified. Visual inspection noted a minor crack in the upper right edge of the bezel. The device plastic did have the appearance of becoming brittle from exposure to chemicals. The left and right iui connector pins had contamination/corrosion. The internal inspection performed after completion of testing found fluid ingress damage to the rear case and bezel. The main entry point appeared to be from the membrane frame assembly. The damage is believed to be the result of aggressive cleaning practices being performed. No fluid residue was observed on any of the occluder or pumping fingers. The device was found to be infusing within specification during testing. Log analysis of the pcu shows that pump module s/n (B)(4) was programmed to infuse a custom concentration secondary infusion of cetuximab at a rate of 313ml/hr with a vtbi of 312.5ml to infuse over 1 hour. At 11:00 am, the device alarmed for air in line. The user then pauses the infusion and channels the device off, shutting down the system. The system is powered back on and at 11:02, the user restores the previous primary infusion (rate 125 ml/hr, vtbi 53.786ml) and starts the infusion. The device again alarms for air in line. The user pauses the infusion and attends to the air in line alarm and restarts the infusion. The infusion runs at this rate for approximately 18 minutes before the system is shutdown and powered off. The volume recorded as being infused during this timeframe was 105.582 ml for the primary infusion and 212.432 ml for the secondary infusion. The pcu event log cannot determine the starting or ending volumes of the medication containers and the log does not show the infusions completing. Each time the device was channeled off prior to the completion of the infusion. The root cause of the customer's experience of an overinfusion of erbitux was not identified.

Event description:
The customer reported that erbitux 625 mg infusion started at 1020 and the infusion completed in 30 minutes instead of the intended 1 hour. No pt harm was reported. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. Event logs have been received and an eval is pending. A follow up report will be submitted with investigation results once eval has been completed.